Event description:
A bipap a30-s silver series device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error e020 (defective eeprom). Due to the error, the printed circuit assembly (pca) will need to be replaced. Additionally, dust/dirt contamination and insect infestation was found, and the device data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.